Event description:
A hospital in (B) (6) reported via a distributor that a fire occurred in a set-up which included the inspiratory limb of an bc060 single-heated breathing circuit, mr850 respiratory humidifier, mr290 autofeed humidification chamber and (B) (4) temperature/flow probe. Fisher & paykel healthcare immediately raised an inquiry to obtain pertinent details in respect of the circumstances surrounding the incident and to seek confirmation of the pt consequence.

Manufacturer narrative:
(B) (4): the bc060 is not sold in the USA, but it is similar to a product which is sold in the USA. The 510 (k) for that product is k020332. Fisher & paykel healthcare has been provided with further info in relation to this complaint. We have also recently received the medical devices and accessories associated with this incident for investigation. We will provide a f/u report upon completion of our investigation.